Manufacturer narrative:
(B)(4) date sent 10/14/2024 d4 batch #871c36 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received and partially fired 1/16. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The cut line was complete. However, one staples were noted to be missing along the staple line and one staple did not meet the staple form release criteria, these staples do not create a fluid path. After further inspection, the missing staple was found attached to the returned reload, due to the reload deck being damaged in this area causing it to be difficult to separate from the reload after it was fired and the staple no properly formed. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 871c36, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dm47 and no non-conformances were identified

Event description:
It was reported that during a lobectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.